Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to access the sleeper site, but it is unknown if this has occurred as of the date of this report, april 16th, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This fixture is not available for analysis. (B)(4).